Event description:
It was reported that during time of insertion of groshong PICC, the catheter is leaking. The patient was reported to be ok. Additional information 12/8/22 it was reported the device was not used on patient. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refw2825 showed one other similar product complaint(s) from this lot number. Device not returned for evaluation.